Event description:
During deployment of the device, the graft fully deployed but the trigger wire release cap would not come free. The sheath had to be cut which resulted in large volume blood loss while the trigger wires were manually removed to release the graft from the delivery system. The wire became stuck in the device and wire access to the vessel was lost. The left groin cut down was performed and proximal and distal control was achieved.